Event description:
The reporter called regarding verpal mobility scooter. The reporter mentioned he brought the device from amazon. The device did not work well. He mentioned the device works slow and he had to push the device to go forward.